Event description:
Boston scientific received information that during a left ventricular lead revision procedure, the decision was made to explant this atrial lead due to blood infiltration in the lead insulation, even though the atrial lead measurements were within normal range. During removal of the atrial lead, the lead tip broke and remained in the subclavian vein as difficulty removing the lead was experienced. Once the tip broke, the lead became unraveled. The lead was eventually removed and a new atrial lead successfully implanted. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, visual inspection confirmed the distal tip electrode was missing. Dried blood was noted in the lumen, from the terminal pin to 19 cm down. The silicone outer insulation was abraded through at 18 cm from the terminal pin, but the inner insulation on the conductor coils was intact. The abrasion was smooth and suggested lead-on-lead contact. The blood likely entered the lead at the abrasion site. The returned segment of lead was approximately 45 cm in length, with the conductor coil wires extremely stretched and extended an additional 38 cm beyond. The ends of the coils showed ductile fracture, likely due to extra force required to remove the lead when it became stuck in the patient's anatomy.

Manufacturer narrative:
(B)(4).